Event description:
A patient was recovering in the cardio vascular unit. The patient was wearing a philips model m2600a telemetry transmitter that sends wireless patient data to the philips intellivue central station and the philips intellivue bedside monitor (model mp70). Upon receiving a 3 star alarm at the bedside (this designation is a hospital standard and a manufacturer's standard) the rn attempted to retrieve the event strip recording from the central station only to learn that the event was never recorded or seen by the central station. Upon investigation by clinical engineering it was discovered that the configuration of the bedside monitor prevented the alarm from reaching the central station due to the manner in which philips prioritizes alarms in the new intellivue arrhythmia detection circuitry. Intellivue mp 70 bedside monitors have independent arrhythmia detection circuitry that take priority over the central if the patient is admitted as a telemetry patient. Philips engineers and philips educators were contacted to provide an explanation for this event and also to devise a solution to this scenario. Training may not have been the problem as much as an insufficient preliminary investigation into the intended application of the equipment by philips educators. When clinical engineering consulted with philips technical support into this matter the vendor stated that most sites using telemetry do not use it in conjunction with a bedside monitor. As such, we subsequently learned that bedside 3 star alarms supercede central station 3 star alarms. In effect, the bedside arrhythmia alarms operate in a closed loop system.philips central stations should provide a warning to clinical users that 3 star alarms are disabled at the centrals if telemetry is assigned and arrhythmia alarms are enabled at the bedside. Philips has responded that they will create a new profile for the bedside monitor exclusive to telemetry patients. It will disable arrhythmia alarms at the bedside. This is an acceptable patch.